Event description:
The company was informed that the patient was explanted due to an infection. The patient reportedly developed a dehisced wound and purulent drainage at the implant site. The internal device was exposed and the other patient's device was explanted. The patient is being monitored.

Manufacturer narrative:
The pt's infection has resolved and the incision site is completely healed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was discarded by the hospital and will not be returned to the company. This is the final report.